Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. Access was via the femoral artery. The 80% stenosed de novo target lesion was located in the non-tortuous and non-calcified right coronary artery (rca). The target lesion was pre dilated with a non-bsc balloon. The physician attempted to advance the 3.0x38mm taxus element stent delivery system (sds) to the target lesion, but could not cross. The physician noticed that the stent struts were frayed upon removal. The physician completed the procedure with a different device. There were non patient complications reported and the patient condition was listed as "stable".

Manufacturer narrative:
(B)(4).